Event description:
It was reported that the inner plastic tray containing the implant was cracked/broken.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.